Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had burnt out pixels on the screen. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported burnt out condition was not verified. Evaluation found no burn damage on the display or in the device. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.